Event description:
It was reported that the patient presented to the emergency room with chest pain. It was confirmed that the atrial lead had dislodged. The lead also exhibited loss of sensing and capture. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.